Event description:
Patient reported "raynaud's phenomenon". Later, healthcare professional reported "no complaint against the device". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ raynaud's phenomenon: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of " raynaud's phenomenon" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon.

Manufacturer narrative:
Corrected data: g.3. Aware date initial medwatch should have been listed as 29may2025.

Event description:
Patient reported "raynaud's phenomenon". Later, healthcare professional reported "no complaint against the device". This record is for the right side. Device was explanted.